Event description:
It was reported that the patient was experiencing mild tenderness at the ipg site and inadequate stimulation was also noted. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.